Event description:
(B) (6) peripheral cutting balloon registry.it was reported that in (B) (6) 2005 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The target lesion was the avf, with mild vessel tortuosity; lesion type was restenotic post pta, with no calcification at target lesion. The angiographic data for target lesion showed the reference vessel diameter 9 (mm), lesion length 25 (mm), pre procedure 70 %, and post procedure 0% stenosis. Lesion morphology showed concentric stenosis and tight stenosis lesion. Successful pta with pcb. The six month follow up visit in (B) (6) 2006, vital status was alive. The target lesion did not remain patent since the procedure and the patient experienced an adverse event, with repta 4 months after pcb. The patient had conventional angioplasty of the target lesion in (B) (6) 2005. No data reported for the measurements, percentage of stenosis pre and post procedure. No data provided for the one, three and twelve month follow up.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4) : device not returned for analysis.